Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A patient reported that following bilateral intraocular lens (iol) implant procedures, she is experiencing glare and halos. She cannot focus and has blurry vision while driving and on the computer. She indicated daytime glare is also a problem. The patient stated she cannot read very well, depending on the background of the paper. She stated if it¿s white she cannot read the black lettering clear. The patient indicated this has tremendously affected her quality of life and her job. She is a registered nurse and it's very important that she can properly see. She stated she has been to numerous doctors, for glasses but cannot get the right prescription. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.